Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and a return of symptoms in (B)(6) 2016. The patient doesn¿t need it in her lumbar area anymore ad she met with a manufacturer representative to check the system in (B)(6) 2016 or (B)(6) 2017. The patient is scheduled for a lead revision on (B)(6) 2017. It was also noted that the patient is going to physical therapy and they want to use e-stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.